Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved with sequelae. The sequela was incisional infection. Interventions included explanting and replacing the lead. The device was interrogated and showed high impedances on (B)(6) 2016. Device interrogation on (B)(6) 2016 showed that the impedances were good and appropriate. The patient reported overall improvement in her pain both in her back and her legs.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was lost left leg pain coverage. The outcome was ongoing. Interventions included surgical abandonment/capped. Later it was reported that the lead was explanted and not replaced. The healthcare professional (hcp) attempted to performed a lead replacement but were unable to place the new lead due to epidural adhesions. The patient was being sent for a lami-lead placement. The event resulted in an unscheduled clinic or office visit. The patient reported hearing a popping noise while cleaning and pain coverage in left leg. The device was interrogated and showed high impedance on electrodes 8-15. Imaging showed that one of the leads migrated to t9. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins). Relevant medical history included: spinal pain .

Event description:
Additional information received reported lead became dislodged due to patient positioning/movement; no other exact cause determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.